Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) with 90% stenosis, moderate calcification and heavy tortuosity. Prior to use, the catheter was soaked in saline and the device was prepared (air aspiration) outside the anatomy. There was no resistance when the protective sheath was removed. The 2.0x15mm mini trek balloon dilatation catheter (bdc) had resistance during advancement with the anatomy and ruptured during the first inflation at 8 atmospheres (atms). There was no resistance during removal. Another same size mini trek balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.